Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient's blood pressure decreased and a cardiac tamponade occurred. The procedure was aborted, and it was noted that the patient was not under general anesthesia. Emergent pericardiocentesis was subsequently performed. After the pericardiocentesis, the blood pressure stabilized, and patient's condition improved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least 5 applications were performed with a balloon catheter on the date of the event and system notice (B)(4) ¿the refrigerant level is too low to continue¿ and system notice (B)(4)¿ the refrigerant delivery path is obstructed¿ were triggered. Clinical issues were encountered during the procedure. The system notices are not related to the clinical issue. Also, the mapping catheter was not returned for investigation. If information is provided in the future, a supplemental report will be issued.